Manufacturer narrative:
The laser supply is compliant with (B)(4) standard. ((B)(4)). The epics xl is compliant with (B)(4) standard ((B)(4). It is unknown if the analyzer was evaluated. Multiple attempts (3) were made to acquire information concerning this event. A review for similar events was conducted. There were no similar reports from 2004-2009. Root cause is unknown due to the lack of information concerning this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported a potential hazard when the power supply of the epics xl flow cytometry system began to smoke. There were no reports of spark or flame and/or the fire department being called. No reports of death or serious injury, and no affect to operator safety as a result of this event.